Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a diagnostic cardiac catheterization procedure. Reportedly, when retrieving the suture the pre-tied knot unraveled. The suture was removed and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The reported unraveled suture knot and subsequent failure to retrieve the suture was confirmed. Based on the manufacturing inspection criteria and the analysis of the returned device, the probable cause for the anterior cuff miss that subsequently resulted in an unraveled suture knot is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no product deficiency was identified.